Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the programmer would not interrogate due to the loose radiofrequency (rf) head connector on the printed circuit board (pcb). (B)(4): product ID 2067 radiofrequency head; product ID 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer would not interrogate. The programmer head was switched out but the situation did not improve. It was further requested that the programmer be updated with new software. The programmer and radiofrequency (rf) head were returned for service, analyzed and tested out of specification. No patient complications have been reported as a result of this event.